Event description:
The patient reported that at 6pm he attempted to bolus on his infusion device and he noticed that the display screen was blank. He stated that the device shut off without any warning. The patient reported that he did not receive an alert or a vibration warning prior to the device shutting off. The power pack had been in use for approximately three weeks. The patient changed the power pack and the device was operational. No medical attention was required. The patient's blood glucose values were not affected. No product is being returned.

Manufacturer narrative:
Product not returned for evaluation. Issue described to agency in recall.